Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 1745011 was reported, however, this is not a lot# manufactured for this product line. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the packaging was defective on the bd intima-ii¿ closed IV catheter system. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "check the outer packaging of the indwelling needle normally before infusion and replace it with a new one immediately if extrusion is found."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the packaging was defective on the bd intima-ii¿ closed IV catheter system. There was no report of user impact. The following information was provided by the initial reporter, translated from chinese to english: "check the outer packaging of the indwelling needle normally before infusion and replace it with a new one immediately if extrusion is found."